Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400mg/dl, a loss of consciousness, and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer was experiencing additional unrelated health issues which contributed to the loss of consciousness. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer was using humulin-500 for insulin delivery and the customer acknowledged issue was due to off-label insulin usage. Tandem technical support educated customer regarding cartridge/insulin labeling.

Manufacturer narrative:
Per tandem¿s t:slim x2 basal iq user guide: "only use u-100 novorapid, u-100 admelog, or u-100 humalog with your pump. Only u-100 novorapid, u-100 admelog, and u-100 humalog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.